Event description:
Unable to cross coronary lesion for stent placement. Stent was very difficult to remove and became lodged in femoral artery. Attempts to remove stent from femoral artery were unsuccessful and required cutdown and repair of femoral artery.